Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate any issue with defibrillation energy delivery.  Proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. After an evaluation of the electronic patient records from the device, it was observed that the device user pressed the selector knob following the initiation of the first defibrillation charge, dumping that defibrillation shock.  The device user then proceeded to press the selector knob or the energy select button on each of the subsequent defibrillation shock attempts after completion of the charge.   The selection of the selector knob and energy select button dumped each defibrillation shock. Physio-control has given the option to retrain the customer in proper device function; however, the customer has declined additional training and indicated that they will be performing their own training to users. There was no device malfunction.

Event description:
The customer reported to physio-control that their device appeared to not deliver defibrillation energy to the patient during a resuscitation attempt.  The customer indicated that they believed the defibrillation energy was not delivered because the patient did not react to the defibrillation shock. The customer indicated that once the reported issue occurred, they disconnected the defibrillation electrodes from the primary device and then connected to a backup device.  The backup device reportedly had the same result when attempting to deliver defibrillation therapy. The patient did not survive the event.